Event description:
There was an allegation of questionable cobas creatinine plus ver.2 assay results from the cobas pro ssu analyzer (cobas c503). The initial result was 2.45 mg/dl. The repeat result was 0.77 mg/dl and was consistent with the patient's picture. Additional creatinine results for this patient of 0.66 mg/dl and 0.67 mg/dl were provided. The customer believed these results were from separate samples from the patient but was not certain.

Manufacturer narrative:
The reagent lot number was 83671601 with an expiration date of 31-jul-2024. The field service engineer was unable to determine a cause. He adjusted the main pump pressure and performed a gear pump adjustment. He flushed the rinse tubing and vacuum chambers, adjusted the probe wash and cuvette rinse levels, replaced the sample and reagent probes, completed probe adjustments, inspected the reagent packs, and verified the piercer and reagent manager adjustments. He ran precision testing and qc, which recovered in range. The analyzer alarm trace contained abnormal aspiration alarms which may indicate poor sample quality. The investigation determined the service actions resolved the issue.